Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis it was reported that there was normal battery depletion.

Event description:
It was reported that, prior to implant, device detections had been programmed on while the device was still in the box, the device had delivered 1200 shocks, and the battery was depleted. The device was not implanted. The issue was detected prior to patient involvement.